Event description:
Customer reported the table moves up but not down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and libricated the cover switches, and replaced the handswitch. System operates as intended.